Event description:
It was reported to philips that workstation failed to power up due to hard drive defect on a azurion 7 b20. The clinical use of the system was outside of use. There was no reported patient or user harm.

Manufacturer narrative:
Philips service replaced the hard drive, reinstalled software, and restored configuration. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: gen2400312).